Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed, and the current occlusion was found to be within the cartridge. Customer¿s blood glucose level was 234 mg/dl. Customer changed the pump supplies and resumed insulin delivery.